Event description:
At the beginning of a transoral incisionless fundoplication (tif) procedure the physician experienced some difficulty with the introduction of the device. The physician attempted to dilate the esophagus with a series of bougies and then tried to introduce the device. It was difficult again and the physician decided to withdrawal the device. He then placed the scope down the esophagus and did not feel comfortable so a CT scan was ordered. The CT scan showed a small pneumothorax. The patient was transferred to another hospital and an esophageal perforation was confirmed. It is unknown whether the perforation was caused by the scope, bougies or the device. The patient is doing fine now.

Manufacturer narrative:
Device evaluated by manufacturer?no allegation of a product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for an evaluation.